Manufacturer narrative:
Device was used for treatment, not diagnosis. The date received by manufacturer reported in medwatch follow-up #2 (B)(4) was incorrectly populated as jun 12, 2016 when it should have been jul 12, 2016. Jul 12, 2016 is the correct date reportable information was received for that report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials are (B)(6). Patient weight was not available for reporting. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a surgery to treat a right femur fracture with a nail, while the surgeon was hammering, the inserter it broke into two pieces and half of the instrument fell onto the surgical floor. It appeared to be a clean break and fragments didn¿t appear to have been generated. Another inserter was not needed to complete the surgery as the surgeon was done with that particular step of the surgery. The procedure was completed successfully with no surgical delay. Patient¿s postsurgical status was reported as ¿good¿. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (inserter for ti elastic nails, part number 359.219, lot number 7774491). The subject device was received with the complaint reporting that the subject device failed intraoperatively during hammering. The procedure was able to be completed without surgical delay or patient harm as the procedural step was completed at the time of failure. The returned inserter was examined upon receipt and the complaint condition was able to be confirmed as the inserter was received with a broken cross-bar. Additionally significant witness marks consistent with impaction were noted on the blue handle below the cross-bar and on the underside of the proximal end of the instrument; these marks are consistent with attempted nail removal. Per the system technique guide the inserter is not intended to be utilized for removal, as locking pliers (359.224) are utilizes with a hammer guide (359.218) and slide hammer (359.225). No definitive root cause was able to be determined; however, based on the received condition of the instrument, the failure mode is consistent with misuse. Relevant drawings for the returned device were reviewed (both from the time of manufacture and present revision): top-level and rotating lever. The proximal portion of the instrument was redesigned in october 2015, the result of which was the rotating level becoming two pieces which are welded in position as opposed to a single piece which runs through the handle as with the returned device. During the investigation no discrepancies were observed that may have contributed to the complaint condition. As previously reported in the initial medwatch report # (B)(4), a device history review was performed for the returned instrument's lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.